Event description:
The device was used to diagnose a patient in supra ventricular tachycardia. The defibrillator was charged in an attempt to cardiovert the patient. The operator pushed the device shock button, but reportedly the defibrillator would not transfer energy to the patient and prompted connect electrodes. Other therapies where administered and the patient was delivered to the hospital in stable condition.